Event description:
During the variceal banding procedure in the esophagus speedband superview super 7 ligator was used. It was an emergency case. The patient had variceal bleeding. The doctor loaded the subject device into the endoscope. He introduced the scope into the patient's esophagus, but found that none of the bands could be fired from the ligating head. The doctor stopped using the subject device and replaced with another of same model of ligator into the scope. The second liagtor could fire all the bands to the varices. However, the failure of the first band ligator lengthened the time to stop the variceal bleeding. The patient's condition was good and she was returned to the ward.

Manufacturer narrative:
The suspect device is not available for the evaluation. The relationship of the device and event is undetermined.